Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time was incorrect, cause was unknown. The customer's blood glucose level was 86 /154 mg/dl. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. It was also reported that the customer experienced a low blood glucose (bg) level of 86 mg/dl. Customer required assistance with low bg which was addressed by consuming glucose tablets. Recommendation was made to consult with a healthcare provider to discuss diabetes management.